Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was exhibiting regurgitation (type-b ultrasonic showed avulsion and backstreaming from the mitral prosthetic valve). It was reported that the patient was experiencing discomfort, palpitations and shortness of breath after exercise. Echocardiogram showed a cuspal tear and regurgitation. The valve was explanted and replaced with no reported patient complications. The valve was reported to not be returning for analysis due to issues with customs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: no product has been returned for analysis. In addition, no serial number was provided, so no device history review could be performed. Based on the limited information available, no conclusive cause for this event could be determined. If further information is provided, a supplemental report will be filed.